Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 3 conforming clips were fed; however, due to the misaligned condition of the jaws 5 scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No dropping/ejected clips were noted during testing. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while closing the cystic channel, clips were shot crossed. In the other firing, distal stayed open. No patient consequences reported. Procedure was completed with same like device.